Event description:
It was reported to nova biomedical corp. On (B)(4) 2009 that the user of a device in (B)(6) misinterpreted the presentation of the software version of the device (5.0) as a pt value during product initialization and administrated improper treatment to a pt. Upon insertion of a test strip when a "battery low" icon was present on the lcd, the meter reinitialized. During this process the software version of the device will be presented on the screen for only 3 seconds with no units of measure visible. During pt analysis, the pt result is presented on the screen for up to 60 seconds with the units of measurement next to the numeric value. Through an off labeled use of the device, the user misinterpreted the software version as 5.0 g/l even though this device only presents pt results in mg/dl. The pt was injected with insulin. One hour later, the pt was found unresponsive. At that time, a test of the pt gave a blood glucose reading of 24 mg/dl. The pt was given glucagon and sugar by mouth and became fully responsive and stable.

Manufacturer narrative:
Even though proper usage of this meter would not allow for a user to misinterpret a presentation of the software version as a pt result, nova biomedical has initiated a proactive product change as to how the software version is presented to the user during meter initialization. The change displays the software version with alpha characters instead of numeric characters. For example, the software version will present itself as "aa". This going forward product change was released on oct 5, 2009 to mfg under engineering change order (B)(4). Nova biomedical will also include the following statements within the instructions for use (IFU): this statement will be presented in the meter set-up section of the IFU: caution: upon installing the battery, the meter software version is displayed for 3 seconds. Software version may be numeric (example 5.0); therefore, please exercise caution to ensure the software version is not mistaken for a glucose result. This statement will be presented in the meter troubleshooting section of the IFU: caution: attempts to perform glucose testing with a low battery could result in the software rebooting. Upon rebooting, the software version is displayed for 3 seconds. Software version may be numeric (example 5.0); therefore, please exercise caution to ensure the software version is not mistaken for a glucose result.